Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Arterial air alarms occurred during a routine hemodialysis treatment. No air was observed in the circuit. Rinseback was not performed due to the amount of time elapsed, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner as directed in the user's guide. Evaluation of the cycler determined the alarms were caused by an intermittent signal between the air sensor and circuit board. The air sensor and circuit board were both replaced. A direct correlation between nxstage medical considers this report closed. No additional information will be provided.